Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 04/18/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
It was reported that the right atrial lead had exhibited noise and could not be programmed around. The lead was capped and replaced successfully during a device change out on (B)(6) 2017. The patient was asymptomatic during and post operation. New information received notes that the capped ra lead was explanted. Patient was stable. The initial medical device report was submitted via an alternative summary report on 04/18/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).